Event description:
The customer alleged the ventilator screen was blank and shut down on patient with "some smoke coming out of the upper part of the ventilator". The customer's biomed department could not duplicate the alleged malfunction; however, inspection of the power supply revealed a burnt component. The power supply was repaired by the customer. The batteries were also replaced; however, the customer discarded the batteries. No investigation can be conducted on either part. There was no patient harm or change in therapy as a result of the alleged malfunction.